Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from multiple cartridges. Reportedly, the customer may have pulled on the tubing during construction work. The customer successfully loaded a new cartridge for the past event and would load a new cartridge for the most recent event. The customer's blood glucose level ranged from 240 mg/dl to 122 mg/dl.